Event description:
Per the clinic, the patient experienced an infection at the abutment site on (B)(6) 2021 (specific date not reported). The patient was treated with oral and topical antibiotics (date and duration not reported), however the issue did not resolve. The abutment was removed on (B)(6) 2022, and the implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to perform a skin revision and an abutment removal.